Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the manufacturing facility. A review of the latest programming on (B)(6) 2010 at 0914 indicates the device was programmed for continuous only delivery in ml, with a 5ml/hr rate and a 240ml container size. At 0915, the delivery was started and the keypad was locked. There is a new date stamp indicated for (B)(6) 2010 and (B)(6) 2010. Between 0842 & 0912 an almost empty alarm and an empty container alarm occurred. At 1039, the delivery was stopped & the device was powered off. A review of the device history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed in the outpatient oncology clinic for continuous delivery, of an unspecified concentration of 5fu (5 fluorouracil), with a rate of 5ml/hr, a 240ml container size and the delivery was started. The customer contact reported the delivery was for a duration of 2 days. After an unspecified length of time, the homecare patient returned to the clinic. At that time, the nurse noted the display indicated the device was delivering and the container was full, instead of the expected completed delivery. The device was removed from clinical service . The customer contact reported the patient missed one treatment. The customer contact stated there was no change in the patient status. No medical interventions were reported. Though requested, no additional information was provided, including if the therapy was resumed using a replacement device.